Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon "presented green-colored urine. Endoscopy (eda) confirmed leakage." Device was removed.

Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned deployed balloon only. Balloon was noted to be discolored, as it was blue in appearance. Black particles were noted on the outer surface of the balloon shell. Black particulate matter was noted to be covering approximately 20% of the center patch. The center patch was noted to be discolored, as it was blue in appearance. An opening was noted on the radius of the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from five separate openings: one opening on the anterior portion of the shell, and four openings on the radius of the shell. Under microscopic analysis, the opening on the anterior portion of the balloon shell, located approximately 1.6 inches from the center patch, was noted to have striated edges, consistent with damage from a surgical tool. The first opening on the radius of the shell, located approximately 2.1 inches from the center patch, was noted to have striated edges, consistent with surgical damage from device removal activities. Under microscopic and visual analysis, the second opening on the radius of the shell, located approximately 2.05 inches from the center patch, was noted to have striated edges, consistent with damage from a surgical tool. Under microscopic and visual analysis, the third opening on the radius of the shell, located approximately 2.15 inches from the center patch, was noted to have striated edges, consistent with damage from a surgical tool. The fourth opening on the radius of the shell, located approximately 2.2 inches from the center patch, was noted to have striated edges, consistent with surgical damage from device removal activities. The center patch was noted to be discolored, as it was black in appearance. The valve channel was noted to be discolored, as it was dark blue in appearance.